Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the sampling line was damaged. No pt involvement as this occurred during setup. Product was not used. Surgery was completed successfully.